Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine check. Upon interrogation the left ventricular lead exhibited intermittent capture. The lead was reprogrammed. The patient experienced no adverse consequences.